Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 231mg/dl. Due to the customer's current cartridge being low on insulin, a supply change was performed. A system check was performed after the supply change and the pump performed as intended. During a follow-up, it was reported no additional occlusion alarms occurred.